Manufacturer narrative:
Industry standards typically locate various adjustment knobs underneath the delivery head such as air and water adjustments. The dental operative unit at the dental office is operating according to manufacture specifications.

Event description:
A dental hygienist allegedly sustained a repetitive type injury due to having to bend over to look at the controls which are located underneath the dental operative unit delivery head.